Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('essure device location of device: left side migrated to the right'), pregnancy with contraceptive device ('preg and ess/pregnancy- stillbirth/miscarriage') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. C06514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included multigravida, parity 4, anemia, induced abortion, back pain, wisdom teeth removal and tooth pain. Concurrent conditions included overweight, abdominal pain, cystic fibrosis, facial swelling, dental abscess and marijuana abuse. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced urinary tract infection ("uti"), migraine ("migraines / headaches,"), nausea ("nausea"), gallbladder disorder ("gastrointestinal or digestive system condition type: gallbladder") and back pain ("back pain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant) and tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and headache ("headaches") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, urinary tract infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight decreased, gallbladder disorder, back pain, gastrointestinal disorder and headache outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gallbladder disorder, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: there were 2 coils noted inside the uterine cavity in the cornua region on left and right side. Discrepancy noted for insertion date previously reported (B)(6) 2014 now it is reported as (B)(6) 2014. Plaintiff received treatment for perforation, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Pregnancy test urine - in 2015: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pregnancy, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Reporter information added. Event : gi conditions, headaches added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('essure device location of device: left side migrated to the right'), pregnancy with contraceptive device ('preg and ess') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. C06514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included gravida ii, parity 4, anemia, induced abortion, back pain, wisdom teeth removal and tooth pain. Concurrent conditions included obesity, abdominal pain, cystic fibrosis, facial swelling, dental abscess and marijuana abuse. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced urinary tract infection ("uti"), migraine ("migraines / headaches,"), nausea ("nausea"), gallbladder disorder ("gastrointestinal or digestive system condition type: gallbladder") and back pain ("back pain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant) and tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, urinary tract infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight decreased, gallbladder disorder and back pain outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gallbladder disorder, menorrhagia, migraine, nausea, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: there were 2 coils noted inside the uterine cavity in the cornua region on left and right side . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Pregnancy test urine in 2015: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,pregnancy, back pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received. Reporters information updated. Lot number added. Event: injury were updated to abnormal bleeding (vaginal). New events: menorrhagia ,pregnancy (stillbirth or miscarriage), uti, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: left side migrated to the right, nausea, dental problems, dysmenorrhea , device ineffective, dyspareunia (painful sexual intercourse), pain: back pain , vaginal discharge, perforation (fallopian tube(s)), fatigue, weight loss, gastrointestinal or digestive system condition type: gallbladder were added. Medical history, lab data and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.